Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly while charging the battery with third party charging supplies. Customer unplugged pump from power sourced and upon plugging back into power source, customer confirmed pump display turned on. Customer resumed insulin delivery successfully. There was no reported adverse impact to customer's blood glucose.